Manufacturer narrative:
Additional information has been provided. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The discrepant results were reported outside the laboratory.

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. Additional data were requested but not provided.

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on two cobas integra 800 analyzers. The customer provided one serial number, (B)(4). Information on which analyzer that serial belongs to was requested but not provided. The customer provided data for 430 patients, 21 of which had discrepant results. Information on whether the results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).